Manufacturer narrative:
Corrected the conclusion code. Evaluation summary - the device was returned to gore for evaluation. The device evaluation showed the following: there was blood on the returned device. The delivery catheter was broken at the trailing olive. The leading end had pulled out of the trailing olive. There was evidence of a bond at the trailing olive. There were indents on the leading end of the introducer sheath which is consistent with the leading olive from the hgb161007 device catching on the edge. The findings from the evaluation are consistent with the physician¿s observations. The reported catching of the leading olive on the tip of the introducer sheath may have contributed to the event.

Manufacturer narrative:
UDI- (B)(4). Medications: aspirin, and metoprolol. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of a common iliac artery aneurysm with a gore excluder iliac branch endoprostheses. It was reported that during withdrawal of the delivery catheter, resistance was met, and the leading olive reportedly became caught on the tip of the sheath. The leading olive reportedly completely separated and was left inside the patient as endotrash. Final angiography showed exclusion of the aneurysm, and the patient tolerated the procedure.